Event description:
Pt with a recovery filter in place expired. The filter was implanted thirty eight days prior to a laparoscopic cholecystectomy because the pt had a history of recurrent dvt. Immediately after the surgery, the pt had a bowel movement, stood up and expired. Autopsy concluded that the cause of death was pe. Filter remained in the cava with a burden of clot.